Manufacturer narrative:
Examination of the affected instrument revealed black tape from transport remained folded in under test table door. Customer provided with new instrument and no further issues have been reported. There was no impact to the pt as a result of this event.

Event description:
A urine pregnancy test was run in the emergency department and reported as positive. The technician performed a visual read on the CT hcg cassette and reported the result as negative.